Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned cut in three segments. External insulation abrasion were found measuring 0.2 and 0.3cm. Internal insulation abrasion was found at 9.0-10.8cm from the lead tip. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that noise was observed on rv lead. Lead was explanted.